Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked. This event occurred after the device had been filled with an unspecified solution. It was further reported that the bag had leaked from a small tear in the top corner. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with a naked eye under normal room conditions and noted a tear on the top left corner of the bag. Functional leak testing was performed by filling the bag with tap water. A leak was noted in the top left corner of the bag. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.